Event description:
During catheter insertion, a leak was noted at the connection of the hub to catheter. The catheter was removed.

Manufacturer narrative:
The device was returned to vygon (B)(4) for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.